Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that the peel pack is not opening correctly, peel pack is not peeling off packing. It is ripping, in removing the catheter from the package it catches the outside of the packaging rendering it unsterile.